Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor blood/body fluid (not obstructed); (B) (4) full lead.

Event description:
It was reported that the "helix would not extend after eight shocks and three repositions." A new lead was then placed. No patient complications have been reported as a result of this event. This was reported during the implant procedure; the device was not implanted.